Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306565 and lot number 2348157. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples showing the reported defect nor physical samples were available for return, a thorough sample analysis could not be performed. Per the provided feedback, we understand the issue is plunger rod broken. After investigation in the production floor, it has been determined that the plunger rod could have been damaged in the sweeper (transport belt) due to a jam. The syringe could have been damaged but the packaging arms were able to pick it and placed it into the shelf carton. This is a very unusual circumstance. Primary packaging is inspected on regular basis under qa control sampling procedure. Therefore, based on our strict sampling inspection, we are certain that the probability of occurrence of this non-conformance is low and this should correspond to an isolated case. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml posiflush la plunger rod was broken/damaged. The following information was provided by the initial reporter translated from portuguese to english: "syringe with broken infusion flange".